Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Preventively, replaced the downstream sensor and the upstream sensor re-calibration. The cause of the reported problem could not be determined. Product is beyond 2 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that a "no disposable, pump won't run" alarm occurred during the use of the product. No patient injury was reported.